Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
On april 21st, a family member (reporter) told coloplast (cp) of the (B)(6) 2021 death of a (B)(6) female patient who suffered from functional bowel disorder since 2011. Reporter alleged that use of the peristeen transanal irrigation (tai) cp product (product) led to bowel perforation, surgery, later infection/sepsis, heart attack and patient death. Reporter stated last product use date was (B)(6) 2021. Reporter indicated (B)(6) 2021 patient admission to hospital with tests showing no sign of infection and clear CT scan. Reporter said symptoms did not improve and later CT scan then showed bowel perforation (before surgery). The reporter shared no additional details. Cp performed a medical assessment and determined that, without further data (e.g., from the hospital), a connection between product and adverse patient impact cannot be determined.